Event description:
As reported, while impacting the ankle punch into bone of this (B)(6) male patient, the tip of that punch broke off in the bone. The full tip remained intact and was pulled out immediately. There was a small surgical delay, it took a few seconds to take the piece out and re-punch with a new instrument. There was no adverse outcome. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
(H3) the broken special instrument reported was likely the result of high impaction forces over time, which led to crack initiation, propagation, and ultimate fracture of the punch tip.

Event description:
As reported, while impacting the ankle punch into bone of this (B)(6) male patient, the tip of that punch broke off in the bone. The full tip remained intact and was pulled out immediately. There was a small surgical delay, it took a few seconds to take the piece out and re-punch with a new instrument. There was no adverse outcome. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation.